Event description:
Additional information reported the impedance test at the time of initial report found impedances on electrodes 12 and 14 were ¿>10000¿ ohms. It was noted 31 out of range impedance pairs existed. The out of range electrode pairs were all found to be >10000 ohms. Additional information stated the patient was seen post-operatively and the patient had pain coverage with programming. It was reported there were ¿no further issues¿ at that time.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37092, lot# 256940001, implanted: 2010-(B)(6), product type accessory, product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4), product type recharger, product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), (B)(4)product type extension, product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4) found that the lead body conductor was broken within 10 cm of the connector area. It was further noted that conductors 11, 12, and 14 were broken 2.7 cm from the proximal end. Analysis of the extension (serial # (B)(4) found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the extension (serial # (B)(4) found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the device (serial # (B)(4) found no significant anomaly. It was noted that the device was functionally okay with insignificant anomalies. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a break/fracture in the lead. It was noted there was a fracture in the insulation of the lead wire. It was stated the fracture was at the inter space below the lami, near the spinous process. It was noted due to bone growth and scar tissue formation around the lead it was unable to be salvaged for analysis. It was stated cautery and scissors were used to dissect out the wire. It was stated the patient had a fall and had postural changes. It was stated there was a replacement of the lead and the ins took place at the revision surgery and the paddle was moved down per the patient¿s request. It was stated impedance testing and reprogramming were performed. It was stated the patient status at the time of report was alive with no injury. The patient had less than 50% therapy relief in their left foot. (B)(6) 2014 e1a (rep): it was noted the patient would be seen and programmed at their post-operative appointment. There was no date s cheduled at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.